Manufacturer narrative:
Additional information was added to b5, h3, h4 and h6. B5: during follow up, it was further reported that more than half the fluid infused. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed residual fluid contained inside the device bladder. Due to the nature of the returned sample, no additional testing could be performed. The reported condition could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.